Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "cannot read up close, still sees a fog as he did with his cataract" (vision, impaired); "glare at night" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, he sees glare at night and cannot read up close. The consumer stated that he still sees a fog as he did with his cataract. The consumer reported his vision was better with his left eye which still had a cataract. Additional info has been requested.